Manufacturer narrative:
Initial.

Event description:
It was reported that a user on the first day of pump therapy experienced hypoglycemia, reaching a blood glucose of 66 mg/dl after announcing a usual dinner meal at 82 mg/dl, requiring multiple treatments with oral glucose including orange juice and glucose tablets; the medical device problem and device component were both recorded as insufficient information. Symptoms included hypoglycemia, headache, and shaking. Outcomes included an unexpected medical intervention in the form of medication required to treat low glucose. Investigation included communication and interviews with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, and no specific device-related problem or component could be established due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.